Manufacturer narrative:
The customer¿s report that the tubing set cracked and leaked was confirmed based on visual inspection of the as-received set sample. Inspection observed that the set's female luer lock component was cracked in two pieces (matching the customer provided photo). No other damage or issue was observed with the rest of the set's components. It is unknown how the damage occurred. No tool markings were observed around the observed damaged area. No testing was deemed necessary due to the obvious breakage. The cause of the leak was due to the set's observed cracked/damaged female luer lock. The root cause of the crack was a result of internal stresses created during the manufacturing process.

Event description:
It was reported that the tubing is cracking and leaking. This is file number three (3) of four (4). Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested patient demographics were not provided.

Event description:
It was reported that tubing is cracking and leaking. This is file 3 of 4.